Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that his doctor changed his settings and now his insulin pump will not rewind. The customer's blood glucose level was 417 mg/dl. The customer declined to troubleshoot. The customer stated he would call his doctor and monitor his readings and device. Nothing was replaced or returned for analysis.